Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the haptic was bent; the lens was implanted and immediately removed from the patient's eye. In follow-up, it was reported that the lens was removed during the same procedure and replaced with a new lens. There was no incision enlargement or vitrectomy performed. Reportedly, the problem was not related to use error. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
UDI #: (B)(4). The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions were within specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.